Manufacturer narrative:
The product is expected to be returned for analysis. Upon return of the product a supplemental report will be submitted with the investigation results.

Event description:
It was reported that prior to use with a patient, that the evhrs unit was able to be zeroed. The evhrs unit was checked by lowering it below and raising it above the phlebostatic axis and there was no change in pressure readings. The evhrs unit was exchanged for a different evhrs unit and it was checked the same way and the appropriate response to pressure readings was received. There was no consequence or injury to a patient.

Manufacturer narrative:
The ev1000 heart reference sensor (hrs) was manufactured april 20, 2015 and a review of the device history record supports that there were no non-conformances noted for any reason; all manufacturing inspections passed. An examination of the returned device confirmed the customer¿s complaint. During evaluation, the hrs failed testing and a ¿pressure controller fault¿ message was observed on the monitor. The source of the failure was isolated to a cracked or broken trace on the flat flex cable; confirmed via x-ray. This type of failure is consistent with strain or twisting during use. There was no indication or evidence of a manufacturing defect as responsible for the reported issue. Edwards ev1000 ni operators manual directs the user to proper handling and use of the cables. No further actions will be pursued at this time. Edwards will continue to monitor and review all events. If actions are warranted, an appropriate investigation will be performed.